Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that they had no stimulation since (B)(6) 2015 and were going to see their pain healthcare professional. The circumstances that led to the patient not feeling stimulation was that the antenna was not charging the unit. The patient experienced pain, discomfort and sleeplessness related to not feeling stimulation. A new antenna was sent and was working fine which resolved the stimulation issue. The indication for use was failed back surgery syndrome. If additional information is received a follow-up report will be sent.